Manufacturer narrative:
No components were removed or replaced.

Event description:
Add'l info received on 6/26/97 indicates "persistant inflation - flushed system only and broke capsule around reservoir."